Manufacturer narrative:
The unit was received at the mfg site for investigation, but the customer complaint could not be confirmed. As per the investigation, the handpiece conformed to the specification. Preventative maintenance was performed on the device and returned back to the customer.

Event description:
It was reported that during testing conducted by a field service tech, the handpiece leaked oil. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.